Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit will not operate on battery power. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.